Event description:
Erosion in the vaginal wall. This was reported to distributor by doctor when complaint 3004859928-2007-0009 and 3004859928-2007-0010 was reported. There is no event date available from doctor only that this occurred. Exposed mesh was removed treated with estrogen cream by doctor to heal the exposed area by doctor. Pt is to have follow up appointment in late 2007 or early 2008.

Manufacturer narrative:
Conclusion: exposure of mesh can occur for a variety of reasons, such as inadequate mucosal closure, atrophic vaginal skin or post operative trauma. This sometimes closes with time and estrogen therapy.